Event description:
Dr. Reported "patient experiencing dysphagia and occasional reflux." Esophagram showed hiatal hernia and reflux. Patient underwent hiatal hernia repair and band repositioning. Device remains implanted.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Dysphagia, reflux, and hernia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling, addresses the possible outcome of hiatal hernia under "adverse events" as follows: "there were additional occurences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, laboratory tests, completing diet and behavior modification counseling."